Event description:
Using phillips CPAP machine. First machine was recalled. Current machine maybe causing wheezing issues. Have been hospitalized a few times and hospitals can't tell what's causing my wheezing issues.